Event description:
The customer reported that during a 15 minute ablation procedure involving the use of a 5mm roller ball, the pt suffered a 3rd degree burn. The injury is described as a full thickness burn, 1.5 cm x 4 cm area, on the anterior side of her right thigh, at the leading edge of where the pad was. The customer reported that the burn seemed to be improving, but the pt was awaiting feedback from her plastic surgeon. Subsequently, the plastic surgeon reported to the customer that the pt did not require plastic surgery.

Manufacturer narrative:
The event was reported to 3m canada on 2/6/2007. We have been waiting for the treatment suggestion from the plastic surgeon. In the mean time, the event was evaluated by 3m. The nurse has thrown the pad away after the surgery. From available info, 3m believes that this was a high current burn which involved the setting of the generator at maximum coag power and continuous use of this power for quite a few minutes.